Event description:
It was reported the patient experienced a seizure and was admitted to emergency room (ER). The ER physician administered narcan as they believed the patient was having an overdose. The patient was very sick after the narcan. The patient stated the medical condition was due to her oral medication for blood pressure and "sugar pills". The patient's managing hcp did not believe the pump caused the issue. Patient stated once the pump was implanted, her blood pressure and diabetes returned to a normal range but patient was still taking the medication. Patient stated hcp believed that this was the cause of the issue. Patient stated the pump was implanted in a "bad spot"; it was on her side making it difficult to sit. The patient stated they had an allergic reaction to the dialudid medication that was in the pump. It was replaced with saline. Patient felt much better but the pain in her back had increased. The patient would like to start drug delivery therapy again. The patient was planning to follow up with their physician. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the ER doctor assumed the cause of the event to be due to the pump or side effect of dilaudid. The pump was filed with saline on (B)(6), 2012. The patient was hospitalized for the event. The patient outcome was reported as no injury.

Manufacturer narrative:
Patient programmer model# 8835, serial# (B)(4), catheter model#8731sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk, accessory model# 8590-1, lot# n318071, implanted: 2012-(B)(6), explanted: unk. (B)(4).